Event description:
When the pt was in the ICU, the ICU nurse said that she unplugged the flow coupler monitor and then plugged it back in and the flow coupler monitor started to smell like it was burning and it no longer gave the doppler sound the nurse was hearing when the pt first arrived at the ICU. No other info is known.

Manufacturer narrative:
The flow coupler monitor in question was returned to the subcontractor for investigation. The monitor is in process of being evaluated. A f/u MDR report will be submitted as soon as the investigation is finalized.